Event description:
It was reported that after four and a half minutes of use in the sfa, the distal tip of the recanalization catheter separated from the outer catheter. The device was retracted without issue and the guidewire was used to finish crossing the lesion. There was no reported injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complaint/ reporter was unable or unwilling to provide any further patient, product or procedural details to bard.